Manufacturer narrative:
Internal file number - (B)(4) correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified de novo lesion in the proximal right coronary artery. A 3.5 x 28 mm xience xpedition stent was implanted; however, it was noticed that there was a strut fracture at the distal end of the stent. The stent fracture was successfully covered with an unknown 4.0 x 12 mm stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.